Event description:
A male patient received a biolox delta head, 12/14, 36 x -3.5 on an unknown date and underwent revision surgery on (date not reported) to change the head. It was reported that when the stem was implanted, it sat 3-4mm proud of final rasp position during trailing. Upon aggressively seating ceramic head, the stem subsided to original rasp position. Surgeon decided longer neck length on femoral head and when the surgeon attempted to remove ceramic head from stem, after several repeated blows, the stem became dislodged from femur. After extreme, aggressive pounding, the head could not be dis-engaged from the stem, hence the surgeon had to remove this as well.

Manufacturer narrative:
The device has not been returned to the MFR for investigation. The lot numbers were received. The device, and the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the info provided. However, there is no indication for a product failure. Should add'l info become available and/ or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. (B)(4).